Manufacturer narrative:
(B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced three infusion set tape not sticking event on (B)(6) 2024. The first infusion set was in use for two days and for the other two for few hours. No further information available.